Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip introducer introduced air into the device which lead to an air embolism visualized within the patient. The clip was successfully implanted. An additional mitraclip was then implanted. The final mr was grade 1-2. There were no clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported air embolism. Air embolism is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstances as no treatment was provided for the air embolism. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.